Event description:
It was reported that at a routine follow-up appointment, this patient complained of symptoms of breathlessness (dyspnea) and bradycardia during physical activity. The patient was taken for a monitored hall walk and the physician noted instances of t-wave over-sensing. The minute ventilation (mv) rate response factor was adjusted to attempt to alleviate the patient symptoms, but the dyspnea and bradycardia continued with physical activity. Boston scientific technical services was contacted and the device data is currently being reviewed. At this time, the device remains implanted and no additional adverse patient effects were reported. New information was received that this patient returned to the clinic for a follow up appointment. The patient is pacing 99% in the atria and 100% in the right ventricle due to both sss brady/arrest and 3rd degree av block and has a history of slow vt approximately 160bpm. The physician reprogrammed the device for optimal performance, increasing the mv response factor from 8 to 11 and increasing the max tracking rate from 110bpm to 140bpm, (vt-1 zone from 150bpm limiting further increase to max track). The t-wave oversensing previously observed was most likely a one-off episode and it coincided with amongst other things rv-pacing at max track prolonging the av-delay resulting in asynchronous a-v-pacing and what we interpreted as retrograde p-waves, which is why we opted to increase the max track rather than decreasing it. The device remains implanted. No adverse patient effects were reported. New information was received that this patient returned to the clinic for a follow up appointment. The patient is pacing 99% in the atria and 100% in the right ventricle due to both sss brady/arrest and 3rd degree av block and has a history of slow vt approximately 160bpm. The physician reprogrammed the device for optimal performance, increasing the mv response factor from 8 to 11 and increasing the max tracking rate from 110bpm to 140bpm, (vt-1 zone from 150bpm limiting further increase to max track). The t-wave oversensing previously observed was most likely a one-off episode and it coincided with amongst other things rv-pacing at max track prolonging the av-delay resulting in asynchronous a-v-pacing and what we interpreted as retrograde p-waves, which is why we opted to increase the max track rather than decreasing it. The device remains implanted. No adverse patient effects were reported.

Manufacturer narrative:
This device remains in-service. As such, physical analysis has not been conducted in our laboratory. However, a labeling review and risk review were conducted. These reviews determined that the clinical observation of oversensing is a known inherent risk of the device. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that at a routine follow-up appointment, this patient complained of symptoms of breathlessness (dyspnea) and bradycardia during physical activity. The patient was taken for a monitored hall walk and the physician noted instances of t-wave over-sensing. The minute ventilation (mv) rate response factor was adjusted to attempt to alleviate the patient symptoms, but the dyspnea and bradycardia continued with physical activity. Boston scientific technical services was contacted and the device data was reviewed. Reprogramming a reduced max tracking rate, or an increased right ventricular refractory response, or a reduced automatic gain control sensitivity were discussed to alleviate the patient's symptoms. At this time, the device remains implanted and no additional adverse patient effects were reported.